Event description:
It has been reported through the filing of a law suit that the pt allegedly underwent right total knee arthroplasty in 1997, which allegedly required revision, date of which is unknown.